Event description:
A gsk clinical services mgr (B)(4) reported the pt had passed away on (B)(6) 2014 due to a massive heart attack. Her death was sudden and unexpected. The csm spoke with the patient's husband and he explained that he dow not believe that the passing of his wife was related to the omnipod system, as there was no indication that the system was not working the day of her passing. There was no bg level or additional information provided.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported death. No product lot number was reported therefore no qualification records were reviewed.